Event description:
The date of event is unk. Received report from customer stating only that set was cracked and leaking from end of tubing. Details requested, but no further pt or event info were available.

Manufacturer narrative:
(B) (4). (B) (4).